Event description:
I had a lap band placed (B)(6) 2011 on (B)(6) 2014 it slipped, strangling my stomach with emergency surgery needed to take the band out. Please look into these bands, I could've died or lost my stomach.